Event description:
Central venous catheter placed at diffeent facility. Pt developed supra ventricular tachycardia while at reporting facility for outpatient chemotherapy and was transferred to the emergency dept. Chest x-ray found cvc tip to be broken off at heart valves with the impression that this could have caused the arrhythmia. Pt required transfer to facility that inserted catheter for further treatment after stabilization in response to medication.